Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including adhesions, pain, subsequent surgical intervention and past, present, future lost ability to do usual work. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device lists adhesions as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2018, the patient underwent surgery for hernia repair. A bard/davol ventrio st hernia patch was implanted to repair the hernia defect. Attorney alleges that on (B)(6) 2020, the ventrio st hernia patch had adhered to the patient's internal tissues and required and requires further reduction and repair surgery. It is alleged that the patient had past, present and future pain, suffering, lost ability to do certain usual work, medical and other expenses. Attorney alleges that the patient sustained injuries and the device was defective.